Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events of intraventricular and subarachnoid hemorrhage leading to severe neurological deficits after a fall could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's fall occurred on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized due to a ground level fall which caused intraventricular and subarachnoid hemorrhage leading to severe neurological deficits. The patient and spouse decided to turn off the pump. The death was not considered to be device related and the device operated as expected.